Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the reload noted that it was partially fired. Staple pushers were visible at the 2cm cut line indicating the point where the handle compression had stopped. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(Surgical intervention required). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the surgeon pressed the green button, the handle moved forward and was able to make one initial squeeze of the handle. Then the handle locked and would not allow an additional squeeze to complete the firing. There were no clips in the jaws. No clips had been used in the case. The surgeon retracted the jaws and a partial stapling was completed. The staple line was incomplete distally. The surgeon opened a second handle and reloads and resected the original staple line proximally along with the appendix to complete a second firing.